Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2022-00231. 0002648920-2022-00189. Medical product: femur cemented (ps) standard left size 9 item# 42500606601 lot# 63526570. Stem extension straight 15mm dia x 30mm length item# 00598801215 lot# 63540425. Articular surface size ef 10 mm height item# 00596204010 lot# 63373692. All-poly patella cemented 38 mm diameter item# 42540200038 lot# 63577983. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years one and a half months post implantation due to patient comorbidities, limited range of motion, pain, swelling, and loosening. The tibia components were revised with difficulty and the osteotomy with tibial tubercle was reapproximated with cable wires. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. . No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced pain along with tibial loosening and effusion. The range of motion flexion was noted to 0-90 before the pre-op. Revision surgery was performed and only tibial component was revised. Range of motion was noted to at 120-degree flexion. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6203-453-22: pain and loosening of the implant are known adverse effect of this system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2022-00189, 0001822565-2023-00922. D10-medical product: stem extension straight 15mm dia x 30mm length, item# 00598801215, lot# 63540425. Femur cemented (ps) standard left size 9, item# 42500606601, lot# 63526570. Articular surface size ef 10 mm height, item# 00596204010, lot# 63373692. All-poly patella cemented 38 mm diameter, item# 42540200038, lot# 63577983. Palacos rg 1x40 single, item# 00111314001, lot# 85164546.

Event description:
No further event information available at the time of this report.